Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye identified a separation between the female connector and main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was verified. The direct cause of the condition was determined to be manufacturing related due to an inadequate solvent to the set. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a transfer set separated. It was further stated, the patient went to take the "minicap off to connect to the patient line and the dark blue part of the transfer set pulled out from the twist clamp portion". No leak was noted. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.